Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter began reading inaccurately at an unknown time on (B)(6) 2015, when he obtained alleged inaccurately erratic blood glucose results of "380, 308 and 160 mg/dl" within 20 minutes of each other. The patient manages his diabetes with insulin pump therapy. It is not clear whether the patient made any changes to his usual diabetes management routine in response to obtaining the alleged inaccurate results. He claimed that 30 minutes after the start of the alleged issue, he experienced "shaking" and was "hungry". He reported that he self-treated his symptoms with cranberry juice at "about 1:09" on (B)(6) 2015. The patient denied using any other device to check his blood glucose levels. At the time of troubleshooting, the cca noted that the patient had used the same approved sample site and the subject meter was set to the correct unit of measure. However, the patient's testing steps were incorrect as his meter was incorrectly coded to calcode 27 instead of 25. The cca noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurate results with the subject meter and developed signs and symptoms of an acute diabetes excursion after the alleged meter issue began.